Event description:
It was reported that this pacemaker has declared elective replacement indicator, and the device was using 272 percent of the power. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Technical services consultant recommended replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has declared elective replacement indicator, and the device was using 272 percent of the power. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Technical services consultant recommended replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.